Manufacturer narrative:
PLANT INVESTIGATION: THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A USER FACILITY BIOMEDICAL TECHNICIAN (BMT) REPORTED THE 2008T HEMODIALYSIS (HD) MACHINE PROMPTED WITH AN "ACID PUMP ALWAYS EOS (END OF STROKE)" MESSAGE DURING TREATMENT. THE BMT REPORTED THE PUMP HAD HEAT DISCOLORATION ON THE BACK PLATE OF THE ACID PUMP MOTOR. THERE WERE NO PATIENT COMPLICATIONS OR INJURY NOTED. THE BMT WAS REPLACING THE ACID PUMP. UPON FOLLOW-UP, THE BMT STATED THE HEAT DISCOLORATION IDENTIFIED ON THE ACID PUMP APPEARED AS A BURNT SECTION OF THE BACK PLATE THAT WAS DETERMINED TO BE THERMAL DAMAGE RESULTING FROM OVERHEATING. THE BMT NOTED A BURNING SMELL BUT STATED THERE WAS NO ASSOCIATED SMOKE, SPARK, FLAME, OR ARCING THAT OCCURRED. NO OTHER THERMAL DAMAGE WAS NOTED. THE MACHINE HAS APPROXIMATELY 1000 HOURS AND THE ACID PUMP ROTOR WAS ORIGINAL TO THE MACHINE. THE BMT REPLACED THE ACID PUMP TO RESOLVE THE REPORTED ISSUE. THE BMT STATED THE PATIENT DID NOT DEVELOP ANY SYMPTOMS, ADVERSE EVENTS, INJURIES, OR REQUIRE MEDICAL INTERVENTION AS A RESULT OF THE REPORTED EVENT. THE MACHINE WAS RETURNED TO SERVICE FOLLOWING THE REPAIR. NO PARTS WERE REPORTED TO BE RETURNED TO THE MANUFACTURER FOR PHYSICAL EVALUATION.

Event description:
A user facility Biomedical Technician (BMT) reported the 2008T hemodialysis (HD) machine prompted with an "Acid Pump Always EOS (End of Stroke)" message during treatment. The BMT reported the pump had heat discoloration on the back plate of the Acid Pump motor. There were no patient complications or injury noted. The BMT was replacing the Acid Pump. Upon follow-up, the BMT stated the heat discoloration identified on the acid pump appeared as a burnt section of the back plate that was determined to be thermal damage resulting from overheating. The BMT noted a burning smell but stated there was no associated smoke, spark, flame, or arcing that occurred. No other thermal damage was noted. The machine has approximately 1000 hours and the acid pump rotor was original to the machine. The BMT replaced the acid pump to resolve the reported issue. The BMT stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The machine was returned to service following the repair. No parts were reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation. The product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.